Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 578mg/dl. The expected fasting blood glucose test result range is 200 to 225mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6)2017, a back to back blood test was performed fasting or non-fasting) by the customer and produced test results of 205 and 215mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) a 274mg/dl (B)(6)2017 05:03 pm fasting: yes. A 382mg/dl (B)(6)2017 09:48 am fasting: yes. A 303mg/dl (B)(6)2017 06:49 pm fasting: yes. A 249mg/dl (B)(6)2017 05:06 pm fasting: yes. A 578mg/dl (B)(6)2017 03:08 pm fasting: yes. Customer complained of higher results.